Event description:
It was reported that: "the last 2cm of the coil would not form and came out straight. The doctor tried to have the coils form and it would not. The coil detached itself, but not at the detachment point but farther up on the pusher. They had to snare the coil and the first part to be to snared was not visible on angio and must  have been part of the pusher. The coils itself was unraveled when they pull it out of the catheter. They were able to get the entire coils out."

Manufacturer narrative:
Balt USA reference # (B)(4). An evaluation of the actual complaint sample could not be performed as the device was unavailable for return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f210700337 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend.